Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result, within the risk stratification range, generated by access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing on an alternate instrument produced a lower result that was still within the risk stratification range but outside of assay precision claims. The patient was treated with medication but the specific medication and dosage has not been supplied to date.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube with a gel separator. Centrifugation information has not been supplied to date. Qc is performed once every 24 hours, and was within the established ranges prior to and after the event. A routine system check performed on (B)(4) 2011 passed within instrument specifications. Service was not dispatched for this event as the customer has their own bio-medical engineer (bme). Bci has made several unsuccessful attempts to contact the customer for additional information. Hardware verification information has not been supplied to date. A definitive root cause has not been determined to date for this event with the data provided.